Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be depleting quickly and jumping unexpectedly while not connected to a power source. Reportedly, the pump shut off due to the battery issue. The customer's blood glucose level was 200 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.